Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified injection antibiotics (dose, frequency, and duration not reported). At the time of this report, the antibiotic treatment had been ongoing for the ¿last five days¿ (start date not reported). The patient outcome for the event of suspected peritonitis was not reported. The action taken with extraneal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.